Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was not given. It was advised that the insulin pump would be replaced and that the customer discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device failed leak test, leaked at the edges of the keypad overlay. The device was received with intermittent buttons due to corroded keypad traces. No stuck button alarms were noted. The device was received with connector properly connected. The device was received with missing display window cover, cracked keypad overlay at select button, minor scratched display window, scratched case and keypad overlay texture damaged.